Event description:
I was injected with radiesse at (B)(6) in (B)(6) on (B)(6) 2025. Around (B)(6) 2025 I began having swelling, pain, and redness in long raised rodges pn both the left and right sides of my chin. Pressing on the area was extremely painful. It was also very itchy. I reported this to (B)(6). I saw nurse on (B)(6) 2025, (B)(6) 2026, and (B)(6) 2026. Several attempts were made to thin out the product with lidocaine and saline. It did not work and was very painful. She tried to dissolve the radiesse but that did not work either. She tried steriods, both oral and topical. I think something went wrong here. This seems like an adverse reaction to the product. It has been 6 months since I was injected and I am still in pain and itchy.